Event description:
During a renal pt treatment procedure, removal difficulties were encountered. The balloon stuck to the stent after stent deployment. Following inflation and deflation, the balloon was successfully removed. No adverse pt effects have been reported. The pt's condition was listed as "fine."